Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had insulin flow blocked alarm. The customer's blood glucose was 150 mg/dl. The troubleshooting was performed. Customer stated that the insulin did not exit. Pump did not alarm with no reservoir detected. The customer was advised that the insulin pump will need to be replaced and revert to backup plan. The product will not be returned for analysis.